Manufacturer narrative:
The investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The consumer reported false negative with the binaxnow covid-19 antigen self-test performed on (B)(6) 2025 with a nasal sample. Confirmation testing was performed and generated a positive result. The consumer stated that they were symptomatic. Although requested, no additional information including patient treatment and outcome was provided.

Event description:
The consumer reported a false negative with the binaxnow covid-19 antigen self-test performed on (B)(6) 2025 with a nasal sample. The consumer visited an urgent care facility on (B)(6) 2025 where confirmation testing (platform unknown) was performed and generated a positive result. The consumer stated that they were symptomatic. Although requested, no additional information including patient treatment and outcome was provided.

Manufacturer narrative:
Correction: h6 - type of investigation codes. Investigation summary: the required information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. A product deficiency could not be determined. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.

Manufacturer narrative:
Investigation summary: the required information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. A product deficiency could not be determined. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.

Event description:
The consumer reported a false negative with the binaxnow covid-19 antigen self-test performed on (B)(6) 2025 with a nasal sample. The consumer visited an urgent care facility on (B)(6) 2025 where confirmation testing (platform unknown) was performed and generated a positive result. The consumer stated that they were symptomatic. Although requested, no additional information including patient treatment and outcome was provided.